Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: embedded in uterus"), device expulsion ("migration of essure device location of device: embedded in uterus") and menstrual disorder ("abnormal menstrual bleeding") in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression and gonorrhea. Concurrent conditions included bacterial vaginosis, endometrium cystic, paratubal cyst and adenofibroma. Concomitant products included ibuprofen and oxycodone. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criterion medically significant), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headache / migraines"), allergy to metals ("nickel allergy / nickel allergy"), the first episode of alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge / vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of alopecia ("hair loss"), headache ("headaches") and endometrial hyperplasia ("other injury(ies) or complication(s) please describe: endometrial hyper plasia ¿ thickening of the uterus"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), a bilateral salpingectomy), surgery (salpingectomy (bilateral removal of fallopian tubes), a bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, vaginal haemorrhage, the last episode of alopecia, headache and endometrial hyperplasia outcome was unknown and the menstrual disorder, menorrhagia, dysmenorrhoea, back pain, dyspareunia, migraine, allergy to metals and vaginal discharge had resolved. The reporter considered allergy to metals, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometrial hyperplasia, headache, menorrhagia, menstrual disorder, migraine, vaginal discharge, vaginal haemorrhage, the first episode of alopecia and the second episode of alopecia to be related to essure (ess205). The reporter commented: beginning on or about (B)(6) 2008, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. The segment of wire appears to extend for a length of 0,9 cm into the tube lumen. At one end of the wire and extending for a length of 2.5 cm there is an outer coil of metallic overed wire slightly less than 0.1 cm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: fallopian tubes were bilaterally occluded. (B)(6) 2007 ¿ hysterosalpingogram showed fallopian tube occlusion coils are seen extending from right to left uterine cornu. No contrast opacification of fallopian tubes suggesting tubal occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: headache, menorrhagia. Most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), hair loss, headaches, migration of essure device location of device: embedded in uterus, endometrial hyper plasia ¿ thickening of the uterus. Concomitant disease, historical condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: embedded in uterus/ embedded in uterus had to dig it out"), device expulsion ("migration of essure device location of device: embedded in uterus") and menstrual disorder ("abnormal menstrual bleeding") in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression and gonorrhea. Concurrent conditions included bacterial vaginosis, endometrium cystic, paratubal cyst and adenofibroma. Concomitant products included cyclobenzaprine hydrochloride (flexeril) from 2008 to 2011, ibuprofen, norethisterone (norethindrone) since september 2017, oxycodone and sertraline (zoloft) since 2011. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 3 days after insertion of essure (ess205), the patient experienced vaginal discharge ("irregular vaginal discharge / vaginal discharge"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, menstrual disorder (seriousness criterion medically significant), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headache / migraines"), allergy to metals ("nickel allergy / nickel allergy"), the first episode of alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of alopecia ("hair loss"), headache ("headaches") and endometrial hyperplasia ("other injury(ies) or complication(s) please describe: endometrial hyper plasia ¿ thickening of the uterus"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), a bilateral salpingectomy), surgery (salpingectomy (bilateral removal of fallopian tubes), a bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, the last episode of alopecia, headache and endometrial hyperplasia outcome was unknown and the menstrual disorder, menorrhagia, dysmenorrhoea, back pain, dyspareunia, migraine, allergy to metals, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered allergy to metals, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometrial hyperplasia, headache, menorrhagia, menstrual disorder, migraine, vaginal discharge, vaginal haemorrhage, the first episode of alopecia and the second episode of alopecia to be related to essure (ess205). The reporter commented: beginning on or about (B)(6) 2008, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. The segment of wire appears to extend for a length of 0,9 cm into the tube lumen. At one end of the wire and extending for a length of 2.5 cm there is an outer coil of metallic overed wire slightly less than 0.1 cm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: fallopian tubes were bilaterally occluded (B)(6) 2007 ¿ hysterosalpingogram showed fallopian tube occlusion coils are seen extending from right to left uterine cornu. No contrast opacification of fallopian tubes suggesting tubal occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: headache, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event embedded in uterus had to dig it out was clubbed with previously reported event. Outcome of event vaginal hemorrhage was updated to resolved. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and menstrual disorder ("abnormal menstrual bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criterion medically significant), menorrhagia ("prolonged menses"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headache"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (a bilateral salpingectomy with successful removal of essure) and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menstrual disorder, menorrhagia, dysmenorrhoea, back pain, dyspareunia, migraine, allergy to metals, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure (ess205). The reporter commented: beginning on or about april 2008, plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2007: fallopian tubes were bilaterally occluded incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.